Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/27/2016 with the following findings: the battery compartment was found to be cracked. Unrelated to the battery compartment, the audio bolus button was missing and the keypad was damaged. The keypad buttons were normally responsive. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on 07/27/2016.